Event description:
The user facility reported that the touch panel to their hexavue ip custom room rack was experiencing a "graphical" issue. No report of injury.

Manufacturer narrative:
A steris service technician communicated with user facility personnel following the reported event and instructed them to reboot the avc-x component. The avc-x was rebooted, the hexavue ip custom room rack was tested for function and operation and confirmed to be operating to specification. The hexavue ip custom room rack was returned to service, and no additional issues have been reported.